Event description:
It was reported that the patient believes their battery depleted too rapidly. No programming history was available for review. Review of the device history record found no unresolved non-conformances with the generator. Through use of the known settings and the battery longevity tables, there is an estimate of 1.3 years to ifi if the generator was at the known settings since implant. Therefore, the estimate of when the battery would reach ifi was around (B)(6) 2018. As it cannot be determined if the settings were the same since implant, this estimate cannot be used to draw conclusions. Attempts for information have been made to the physician, but no additional relevant information has been received to date.

Event description:
The generator was received into analysis. Analysis was completed on the returned generator. The battery voltage was 2.806 volts. The data in the memory locations revealed that 88.531% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No additional relevant information has been received to date.

Event description:
The patient's generator was disabled per the surgeon's request before replacement surgery. No additional relevant information has been received to date.

Event description:
Additional information was received indicating that the generator was replaced. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.